Event description:
Asr revision; asr xl- left; reason(s) for revision: component loosening (head), pain. 2nd revision: for 1st revision see (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This product has not been removed from the patient. Depuy still considers the investigation closed.

Event description:
Asr revision: asr xl- left reason(s) for revision: component loosening (head), pain. Second revision: for 1st revision see (B)(4). Update received: 6th january 2014 - added (B)(6) reference number, marked as legal and attached document. Update received: 11th february 2014 - filled mapped to mw fields, added surgeon: dr (B)(6), amended revision reason: preprosthetic fracture (bone fracture within 3 months) which in turn caused the stem loosening, added implant dates, removed lot numbers for head, stem and taper sleeve as they have not been provided and product stickers with asr xl, amended aml stem product code and aml stem refer to the 3rd implant and clarified details. Cup implanted: (B)(6) 2008. Xl products and aml stem implanted: (B)(6) 2008. Please note at this point the cup continued to remain in situ, only the stem, head and taper sleeve were revised. No lot numbers are available as the product stickers are missing for this revision and file handler can not provide these or request them from the hospital/surgeon as patient consent is yet to be given. Please note another xl system and aml stem were implanted on (B)(6) 2008 which replaced these revised products, but there are no signs of another revision as yet so these also remain in situ with the cup.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This product has not been removed from the patient. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl- left, reason(s) for revision: component loosening (head), pain. 2nd revision: for 1st revision see (B)(4). Update received: 6th january 2014 - added (B)(6) reference number, marked as legal and attached document. Update received: 11th february 2014 - filled mapped to mw fields, added surgeon: dr (B)(6), amended revision reason: perprosthetic fracture (bone fracture within 3 months) which in turn caused the stem loosening, added implant dates, removed lot numbers for head, stem and taper sleeve as they have not been provided and product stickers with asr xl, amended aml stem product code and aml stem refer to the 3rd implant and clarified details. Cup implanted: (B)(6) 2008. Xl products and aml stem implanted: (B)(6) 2008. Please note at this point the cup continued to remain in situ, only the stem, head and taper sleeve were revised. No lot numbers are available as the product stickers are missing for this revision and file handler can not provide these or request them from the hospital/surgeon as patient consent is yet to be given. Please note another xl system and aml stem were implanted on (B)(6) 2008 which replaced these revised products, but there are no signs of another revision as yet so these also remain in situ with the cup - please see attached document and stickers. Update received: 8th march 2014 - added manufacturing locations. Update 21 nov 2014. Claimsuite received with lot numbers. Have ascertained which is which from the two coms and updated.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.